Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient seen in the clinic for bleeding from surgical site (implant (B)(6) 2023). Assessment shows midline back incision with no drainage or tenderness. However, the device site has an area of "fluctuance".   It was stated that this was causal relationship related to the therapy or procedure and probably related to the implant procedure. A test was done on (B)(6) 2024   no drainage or tenderness at site; area of fluctuance over pocket. Additionational test was done on area of fluctuance over lateral portion of incision; closed incision with scab with concern of drainage and erythema; able to see generator through opening date of test: (B)(6) 2024. Prophylactic keflex component was administered. Wound culture collected on (B)(6) 2024 and entire system was explanted on that same date.  Resolved without sequelae (B)(6) 2024.